Manufacturer narrative:
Insulin pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
Customer reported via phone call that the insulin pump had crack near battery compartment. Customer's blood glucose value was unknown. Troubleshooting was performed. The device will be returned for analysis.